Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (B)(6) ipg revision due to normal end of life battery depletion, lead diagnostics revealed high impedance measurements. As a result, stimulation could not be obtained. In turn, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up revealed surgical intervention was undertaken to explant and replace the lead which resolved the issue.